Event description:
Patient - procedure extended: our affiliate is reporting that during an arthroscopic shoulder repair, the fixation device used for fixation, pulled out of its bone hole towards the end of the procedure. The surgeon employed a competitor's device (opus) for remedy. Consequently, the procedure was extended 1 hour; however, the repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.